Event description:
It was reported that the patient had a ventricular tachycardia (vt) episode and the first shock was ineffective at terminating the arrhythmia. The right ventricular noted a threshold rise around the same time of the vt episode. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.